Manufacturer narrative:
The autopulse, serial number (sn) (B)(4) was returned for evaluation and repair on (B)(4)2016. A visual inspection showed damage to the top cover, front enclosure, bottom enclosure and the battery lock. The drive shaft felt 'stiff' on inspection. This damage is unrelated to the reported complaint and does not affect the functioning of the device. This type of physical damage can occur due to normal wear and tear over the life of the device. This autopulse was manufactured on 01/30/2009. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive did not indicate an occurrence of ua41 (patient temperature sensor failure) in the data. The customer's complaint could not be confirmed. The archive did indicate occurrences of ua02 (compression tracking error) on 9/9/2016. These were cleared by the user and are unrelated to the reported complaint. The initial functional test failed due to ua02 faults (compression tracking error). The service technician found that this was due to a defective load cell 1, again, unrelated to the reported complaint. The technician replaced the sensor cabling to prevent occurrences of ua41 in the future and load cell 1 to prevent ua02. The clutch plate was deburred to resolve the issue of the stiff drive shaft. Additionally the top cover, front enclosure, bottom enclosures, and the battery lock were replaced, after which the load characterization check, run-in and final tests passed all current specifications. In summary, the customer's complaint of the autopulse displaying ua41 (patient temperature sensor failure) was not confirmed. The sensor cabling was replaced as a preventive maintenance. Additional parts were replaced during servicing that are not related to the complaint; top cover, front enclosure, bottom enclosure, load cell 1 and the battery lock. The clutch plate was deburred as part of general maintenance.

Event description:
The customer reported that during their morning shift check of the autopulse, user advisory (ua) 41 (patient temperature sensor failure) was displayed. The user pulled up the lifeband to see if that would help. The autopulse still displayed ua41. No patient was involved.